Event description:
It was reported "don't open the menu". The device was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm the reported event. The lower case is broken. Release latch for battery drawer is sticky. Bail attachment covers are missing.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.